Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain the product and additional information from the customer. Masimo was informed the sensor used for this event was discarded. Retains of the same reported sensor lot were tested and found to be functioning as designed.

Event description:
It was reported that the pt received a burn due to the sensor that was applied to her during a sleep study. Pt denied any treatment after the sleep study, and to date, there has been no medical intervention reported. No known impact or consequence to pt.